Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing)-battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: during investigation, the battery compartment was cracked to the left of the bumper pad at the threads to the case seal, and above the bumper at the threads. Unrelated to the original complaint, a hard call service 069 alarm was reproduced at power up. The pump was unable to recover from the call service alarm after reboot. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.